Event description:
In 2009, three viabahn devices were implanted in the superficial femoral artery (sfa). Approx forty-six days later, during a follow-up visit, the patient presented with a swollen leg and low hematocrit and hemoglobin levels. Upon surgical exposure, the three overlapping viabahn devices were revealed; however, the sfa could not be visualized. The patient was taken to the operating room for surgical repair, including removal of the viabahan devices and ligation of the sfa to control bleeding.

Manufacturer narrative:
The viabahn device was discarded at the hospital. A review of the manufacturing paperwork was conducted. The manufacturing paperwork review verified that the lot was processed normally and all pre-release specifications were met. The investigation into this event is ongoing, not completed at this time. Please, note: two additional viabahn devices were involved in this event. Medwatch # 2017233-2009-00210 was submitted for device lot # 05843252. Medwatch # 2017233-2009-00212 was submitted for device lot# 06247506.